Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 296 mg/dl. Troubleshooting was performed and the programming on the insulin pump was correct. It was found that the customer had changed her infusion set on the day of the event. The customer stated that her blood glucose levels had been high for two weeks prior to being hospitalized and that she had been under a lot of stress. The insulin pump passed the prime test; however, at the time of the initial phone call, the insulin pump failed the high pressure test. The customer called back to perform the high pressure test again with a new infusion set, and this time the insulin pump passed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.